Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-15362. It was reported the pt complained of a burning sensation at his ipg pocket site while charging. The pt stopped using his scs system and no longer feels stimulation. The pt was sent a replacement charging system as the next course of action.

Manufacturer narrative:
Recall number: 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.